Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported 1 false positive result obtained on the alinity m sars cov-2 assay questioned by the patient. The customer stated that the patient called to inquire about the possibility of a false positive result. The patient was tested on (B)(6) 2021 at the national child research center, and the result was positive. The patient had tested previously according to the parent of the patient and tested negative. After receiving the positive result, the patient tested again and the results were negative. The patient requested for the sample to be re-run. The customer notified the patient the result had no signs of contamination, and would not be able to be re-processed. Therefore, the sample was re-run. The cycle number (cn) value for the sample was solid at 21.39. There was no further communication from the customer or the patient if there had been any impact to patient management due to this observation.

Manufacturer narrative:
D4 corrected from model # to catalog #. D4 additional information received lot number. Device manufacture date and device expiration date updated. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 was performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves for the specified sid reporting discrepant results were analyzed. The amplification curves of the sample appeared as expected. Quality data review: device history record / batch record review the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot and respective components. No issues were identified. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria and passed quality specifications at the time of release. CAPA / non-conformance review: a CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 (including the components) was performed to identify any records that were potentially related to the reported complaint. The CAPA review did not identify any records related to the reported issue for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 and respective components. Complaint history review: a lot specific complaint history reviews were performed to identify complaints related to the ticket under investigation, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency was not identified for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525.